Manufacturer narrative:
Unable to confirm product design dissatisfaction. The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will be return for analysis.